Event description:
Customer reported an occlusion alarm. There was no adverse impact to the customers blood glucose level. Customer changed the infusion set and cartridge, then resumed insulin use. Customer was educated on changing cartridges every 48 hours with humalog insulin and acknowledged this advice.